Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the dislocation is not definitive. Neurosurgeon believes it pulled up when bringing the leads to the glial pocket behind the ear on the left side. No imaging is used intra-operatively to assess. Hcp uses bone cement in the burrhole with a dog bone over the lead to the side of the burrhole to secure it. Lead was replaced with no harm to the patient and they are doing well post-operative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer's representative stated the dbs lead was removed on (B)(6) 2025 due to a dislocation of the lead, with the cause of the dislocation unknown. The lead was replaced with another dbs lead during the procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m (B)(6); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.